Manufacturer narrative:
The device was not returned and no lot number was provided. Examination is by event description. An occlusion in the mdi port of the y-piece from a moulding defect is most likely. A random sample check is done every hour on the production line for occlusions. Conclusion: the occlusion prevented the medication from being sprayed into the gas path and was resolved by the replacement of the y-piece. This is an unusual event. It is the first complaint we have received alleging a blocked mdi port in the last 6 years.

Event description:
A hospital reported via our distributor that the metered dose inhaler (mdi) port in the breathing circuit y-piece was not allowing the medication to enter into the gas path to the patient. The medication was instead rolling down the sides of the tube. The hospital checked the mdi cannister and when the y-piece was changed, the medication was applied correctly in the mdi port. No patient consequence was reported.